Manufacturer narrative:
The pump was received with a blank display due to moisture damage on all electronic assemblies. Unable to perform the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery or operating currents measure due to the blank display. A corroded motor home switch was noted during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump got caught in the rain and she went swimming. The customer stated that the pump has moisture and she cannot see the screen. The customer stated that there has been no alarm that she has heard of. The self-test was not possible. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.